Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 30 mg/dl. Customer stated they adjusted the pump carbohydrate ratio and basal rates, and the reported low bg's have resolved. Customer drank juice to bring bg levels back to target range.